Manufacturer narrative:
The initial report indicated that lot # 0mpeg09a of the contour next test strips was involved in the event occurrence. Based on the additional information received, the correct lot # is 0mpeg05a. Section d4 has been updated this information. The device history record was reviewed for lot # 0mpeg05a and no manufacturing anomalies were found.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found. The dimensions of the carton make it difficult for a vial cap to open after packaging when the box is sealed. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he received two bottles of the contour next test strips and one of the bottles was already open. There was no allegation of an adverse event. Replacement test strips were sent to the customer. The customer was advised to return the device for evaluation.